Event description:
The prevena was placed in the operating room during a surgery, and the patient was transferred to the ICU. Shortly after arriving in the ICU, the prevena battery pack began to vibrate/shake and the wound suction failed. After numerous attempts at troubleshooting, a new prevena had to be applied at the bedside in the ICU.